Event description:
It was reported that the pt had a laparoscopic adjustable band procedure. Two weeks post operatively, the pt complained of stomach pain. The pt contacted the surgeon and was admitted to hosp and the band was removed. The band was not replaced. It is a possibility that the stomach was perforated during implantation. The pt is currently doing well.

Manufacturer narrative:
D4; h4, 6: information anticipated, but unavailable at this time.